Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device reboot power inappropriately. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report after additional information was received. The reported malfunction was observed during review of the activity logs and a video the customer sent of the reported issue. However, after extensive testing of the device and associated accessories, the reported problem could not be duplicated. The device's monitor board was replaced as a precaution. The device has been in clinical use over 4 weeks without incident. The device was recertified and returned to the customer. Recertified and returned to the customer. Please reference medwatch report 1220908-2015-03220 for a similiar event reported from the same customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged complainant alleged that while attempting to treat a patient (age & gender unknown) during transport, the device reboot power inappropriately. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.